Event description:
It was reported that the lead was explanted due to high pacing lead impedance and lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The lead exhibited normal electrical characteristics. No fracture was noted.